Event description:
Pt became light headed and lost consciousness. Telemetry revealed abnormal pacemaker function with inappropriate sensing and pacing. (Intermittent sensing in capturing) returned to surgery for ventricular lead replacement. Ventricular lead capped and left implanted. (Intraoperative testing of lead revealed very high resistance with only intermitted capture - consistent with lead fracture). Replaced.